Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer's blood glucose was over 456 mg/dl, which the customer treated with 8 units of insulin. The blood glucose rose to 529 mg/dl, and she gave a bolus via insulin pump. She stated that she then treated with 5 units via manual injection. She stated that her tongue felt weird and that she was spacing out. She was advised to seek medical attention and that her symptoms may be indicative of the possible onset of diabetic ketoacidosis. She stated that when she looked at the device, she observed a crack at the esc button in the housing that ran up to the display. She did not know how the damage occurred. Her blood glucose rose to 546 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump communicated properly with the test minilink transmitter and tested with glucose sensor simulator. No sensor error alarm. The insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tub and with cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.